Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm large suturecut needle driver instrument had a broken wire. The user was completing the procedure as planned to use a backup large suturecut needle driver with no further issue reported. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred prior to the start of the procedure pre-anesthesia. There was no instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm large suturecut needle driver instrument associated with the customer-reported complaint. The instrument was analyzed and the reported issue with the instrument could not be replicated nor confirmed. Visual inspection found no damage on the cables. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.